Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side rupture, and exchange from textured to smooth implants due to patient concern with product. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side rupture, and exchange from textured to smooth implants due to patient concern with product. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. Rupture: not observed on the device. Additional observations: wear abrasion is observed. Crease fold is observed. Deformation is observed. Yellow particles are observed. No further actions are required as the device was implanted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, and exchange from textured to smooth implants due to patient concern with product.